Manufacturer narrative:
Reported event is confirmed. Customer event ¿handle came loose during the case so that the tip swirls instead of turn when moving the handle¿ was confirmed based on photographic evidence and device evaluation. Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the handle was positioned the wrong way. Performed a functional inspection, the handle does spin. There is a leak at the distal end of the uterine balloon. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during a robotic hysterectomy procedure and the handle spins. There was no report of impact or injury to the patient. An alternate medium vcare was used to complete the surgery. There was a few minutes delay. After further assessment it was found that the uterus was not being removed, this was during the case during manipulation. Excessive force was not being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2021 during a robotic hysterectomy procedure and the handle spins. There was no report of impact or injury to the patient. An alternate medium vcare was used to complete the surgery. There was a few minutes delay. After further assessment it was found that the uterus was not being removed, this was during the case during manipulation. Excessive force was not being used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.